Event description:
It was reported that the user applied a new cgm sensor prior to going to bed and entered the pairing process, but fell asleep before pairing completed. Upon waking, the user observed a ¿sensor failed¿ message and attempted to re-initiate pairing without immediate success. During the call, glucose readings began displaying on the ilet without further intervention. Outcomes included no reported clinical symptoms and no need for medical intervention. Investigation included user interview and review of cgm pairing behavior. Investigation of this case revealed no malfunction of the ilet device, and the event was consistent with transient cgm pairing and warmup behavior following sensor application rather than a device or component failure.